Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via a surgical arterial approach in a patient who underwent surgical intervention for shock secondary to cardiac rupture, a mechanical complication of acute myocardial infarction. The patient's comorbidities, age, gender were not reported. The patient¿s clinical state prior to initiation of support was pre-support society for cardiovascular angiography and interventions (scai) shock stage c. Following the procedure, the patient remained supported with the impella 5.5 and concomitant extracorporeal membrane oxygenation (ECMO). Approximately three weeks after impella 5.5 implantation, the patient experienced deterioration in clinical condition after the ECMO system stopped functioning, necessitating circuit replacement. Subsequently, elevated purge pressures were observed, accompanied by repeated high purge pressure and purge system blocked alarms. Despite these alarms, impella performance remained stable at p-4 support, with flow measurements approximately 3.6¿3.7 l/min and no reported interruption in pump function. Prior to the onset of the purge-related alarms, the patient's blood pressure had decreased, and the mean placement signal waveform was reported to be approximately 30 mmhg. Troubleshooting included replacement of the purge cassette; however, the elevated purge pressure and purge system blocked alarms persisted. No abnormalities in impella flow or pump operation were identified, and the impella 5.5 continued to provide support as intended throughout the event. The cause of the preceding ECMO failure remained unknown. The patient subsequently expired while on mechanical circulatory support. Following death, the impella 5.5 device was removed. Based on the available information, the impella 5.5 continued to operate and maintain intended flow until device removal. The relationship between the reported purge pressure alarms and the patient's death is noted as unknown. The death is being conservatively reported. The patient's underlying critical condition, including cardiogenic shock following cardiac rupture complicating acute myocardial infarction, may have contributed to the clinical deterioration and death.